Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had experienced high blood glucose. The customer¿s blood glucose level was 24 mmol/l at the time of incident. The customer¿s current blood glucose value was 8 mmol/l . The customer did not experienced symptoms due to high blood glucose. The customer treated high blood glucose with manual injection. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did allege under delivery on insulin pump because blood glucose level was not going down even with corrections done with insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer received an alarm for software error detected. Customer stated the able to clear the alarm and they did not received request to rewind the insulin pump. Self test was passed by the insulin pump. No further patient complications were reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0872 inches. Successfully uploaded to care link and generated reports. No over delivery anomaly noted during testing. In further full review of the pump history on the event date of 22-mar-2022 bolus delivered of 3.25u at 00:00:16.000. No alarms occurred during testing. Test p-cap locked into reservoir tube successfully. The history download confirmed pump error 53 due to software error found on (B)(6) 2022. The formatted history file confirmed pump error 53 alarm (line number 6950 file number 603). Pump was cut open and no anomalies noted on the electronic/motor assemblies during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, broken battery tube threads, cracked case (battery tube), broken belt clip rails and stained serial number label. In summary, customers alleged pump error 53 was confirmed through the pump history download due to a software error esf#2014801. Cosmetic damage was confirmed at battery tube threads and case (battery tube), broken belt clip rails. Under delivery not confirmed during testing. Unable to verify customer alleged for high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.